Event description:
The hcp reported that the patient has lyric device fitted. The fitting went well. The patient went swimming with lyric and earplug as well as jogging with headset. Afterwards, the patient felt pain in the ear with lyric. The patient removed device by himself. The patient has hematoma and otitis in the ear and receives medication. The device was used for 24 days.

Manufacturer narrative:
This is an innitial report . Manufacturer has requested for the device to be returned. Follow up will be submitted upon availability of any additional information

Manufacturer narrative:
The follow up determined that the patient visited a medical doctor after the incident and was prescribed oflocet (ofloxacin, antibiotic). The patient started using lyric again shortly after the incident against the hcp's advice. The hcp inserted the new device at its minimum depth due to hematoma still being present in patient's ear. At the next visit with the hcp, it is planned to insert lyric at the full depth in the patient's ear. The reported device was discarded and is not available for the analysis. There were no prior complaints made for the patient's device. Based on the incident description, it is plausible that submerging device in water led to water accumulation in the ear, which contributed to otitis in the patient's ear. Risk management file already considers a risk of bacteria growth leading to skin irritation and/or infection due to accumulation of moisture or fluid. The design of the device, specifically the seals properties, allows for moisture vapour transmission in order to minimize the risk of moisture accumulation in the device. The user guide contains information about lyric being water resistant and not water proof, and an information recommending patient against submerging lyric. The manufacturer recorded only one similar complaint between jan 2022 and sept 2024 related to moisture accumulation due to swimming, where the patient did not require medical intervention and recovered after ear rest. The manufacturer will observe for trends. This is the final report.

Event description:
The hcp reported that the patient had lyric device fitted. The fitting went well. The patient went swimming with lyric and custom made earplug and later jogging with a headset. Afterwards, the patient felt pain in the ear with lyric. The patient removed device by himself. The patient had hematoma and otitis in the ear and receives antibiotics (ofloxacin). The device was used for 24 days.